Manufacturer narrative:
The ge service representative replaced the cable. The system operates as intended.

Event description:
The customer reported that there was a malfunction with the cable between the c-arm and the display. No pt injury was reported.